Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead and the right (ra) lead had failed to capture. X-ray performed confirmed that both leads had dislodged. The slacks of the leads were also noted to have pulled back. Both leads were explanted and replaced. The patient was in stable condition.